Event description:
It was reported that the md was attempting to place the arterial line and the catheter was not functioning properly. The catheter was unable to advance and the wire would not pass. Once the catheter was removed, the md noted that it was cracked. The catheter was not replaced. It is unknown if there was a delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
MFR control no. (B)(4). The device will not be returned.